Event description:
It was reported that during a mandibular surgery, the attachment overheated and the pt received a burn.

Manufacturer narrative:
The attachment was received initially by the quality engineer, but it was not forwarded to the MFR for add'l investigative purposes. Based on conversations between another country's regulatory associates and the hospital, the alleged burn was most likely a result of improper cleaning of the attachment and failure to follow the instructions for use.